Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for inadequate stimulation. X-ray confirmed lead migration. Reprogramming was unable to restore therapy in closed loop. A lead revision was completed to resolve the issue.